Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, around 22:00,before an implantation procedure the subject device was was interrogated while still inside the package; then, the programmer displayed the message stating that the pacemaker had entered standby mode. The interrogation session was finished without re-initialization of the subject device. The pacemaker had been stored in a car without receiving any strong physical impact or being exposed in a cold environment.

Manufacturer narrative:
Event or problem field corrected.

Event description:
On (B)(6) 2018, before an implantation procedure the subject device was interrogated while still inside the package; then, the programmer displayed the message stating that the pacemaker had entered standby mode. The interrogation session was finished without re-initialization of the subject device. The pacemaker had been stored in a car without receiving any strong physical impact or being exposed in a cold environment.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2018, before an implantation procedure the subject device was interrogated while still inside the package; then, the programmer displayed the message stating that the pacemaker had entered standby mode. The interrogation session was finished without re-initialization of the subject device. The pacemaker had been stored in a car without receiving any strong physical impact or being exposed in a cold environment.